Manufacturer narrative:
The affected device was returned and the investigation confirmed the customer "compalint".

Event description:
The customer alleges that "the handle is missing the hinge pin." No other details were provided and no patient injury/harm reported.